Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system remotely with the hospital biomed. The on/off switch will be replaced by the end user to resolve the issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).